Event description:
The customer alleged the device stopped ventilating while in use on a patient. The customer reported error codes that substantiated their claim. There was no patient harm or injury reported. The reported event could not be duplicated.